Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, de novo, mid diagonal artery with anatomical resistance the trek balloon dilatation catheter (bdc) ruptured during the first inflation at 10 atmospheres. The patient experienced an air embolism and cardiac arrest; the patient survived. There was a significant procedure delay and percutaneous medical intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported rupture was unable to be confirmed; however, the guide wire exit notch was torn which is likely what was perceived as the rupture. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of air embolism is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) as a known patient effect. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the noted guide wire exit notch tear, reported physical resistance, additional treatment and delay appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of air embolism and cardiac arrest and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.